Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient¿s mother stated skin irritation occurred on the abdomen at the sensor insertion site. The patient saw a doctor for the skin reaction and was prescribed triamcinolone and acetonide cream. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was doing fine. No additional event or patient information is available.